Event description:
A caregiver called abbott diabetes care on behalf of a customer (5 years old child) and reported customer is receiving a sensor error message on the same day the adc freestyle libre sensor was applied. It was further reported customer experienced physical symptoms of hyperglycemia and fatigue and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia. A nurse treated customer with an insulin injection and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for all freestyle libre sensors within expiration at the time of the complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and libre sensors, the investigation showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called abbott diabetes care on behalf of a customer ((B)(6) child) and reported customer is receiving a sensor error message on the same day the adc freestyle libre sensor was applied. It was further reported customer experienced physical symptoms of hyperglycemia and fatigue and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia. A nurse treated customer with an insulin injection and no further treatment was reported. There was no report of death or permanent impairment associated with this event.